Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.523. Lot: l731153. Manufacturing site: bettlach. Release to warehouse date: 23.mar.2018. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. Material/hardness review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an orthopedic procedure, a driving cap in an insertion handle became loose and broke during impaction with an unknown hammer. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# l750726 , quantity 1). Unknown hammer (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).